Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion was not reproduced. A review of the event history log revealed multiple downstream occlusion messages, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The downstream sensor will require calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.